Event description:
It was reported this right ventricular (rv) lead completely moved due to a patient's ectopy. This was confirmed through x-ray. Although amplitude and impedance were stable. The physician revised the lead the same day and it was successfully repositioned. No additional adverse patient effects were reported. This lead remains in service.